Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the insulin gauge was inaccurate and that the customer received a power source alert after plugging the pump into a wall outlet with a 3rd party usb wall adapter. The customer's blood glucose level ranged from 114-233 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.